Event description:
Had three back surgeries. The first was anterior interbody fusion with screws in vertebral body at the l5-s1 level. Second, a posterior decompression l5-s1. Third, redo of lumbar laminectomy, removal of bone pieces and lateral recess stenosis l4-l5, all of which resulted in permanent nerve damage. The screws block all tests to determine what was done to rptr's back. She is in constant pain, with back spasms and severe leg and foot pain. She feels no screws should be approved for backs.